Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not stop the bleeding in the patient's aorta. There was bleeding through the seal. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The seal and tension spring assembly were returned to the factory for evaluation. The loading and delivery devices were not returned. Blood was observed on the device indicating clinical use. The seal was fully unraveled. Based on the returned condition of the device the reported failure mode "seal leak" was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not stop the bleeding in the patient's aorta. There was bleeding through the seal. A replacement device was used to complete the procedure.